Manufacturer narrative:
Visual exam of returned product verified a light scuff was present on the side of the lever arm and the lever bearing surface. The scuffs indicated previous effective use over the potential field age of approximately 6 years. The moving parts on the tensioner were actuated and moved unencumbered. A sample wire was clamped in the tensioner and the handle of the tensioner was twisted until the tensioner read as much tension on the wire as it could read. A review of the device history records did not find any deviations or anomalies. Print specifications were met. Functional test found the tensioner functioned properly. The device is used for treatment. The reported event cannot be reproduced. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It was report that during surgery, the locking handle does not provide enough tension to cable.